Event description:
It was reported that during a gastrectomy procedure, the device would not clip properly because the malformed clip remained in the proximal part of the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 01/06/2009. Info anticipated, but unavailable at this time.